Event description:
The recipient is reportedly experiencing facial nerve stimulation with headpiece placement. Programming adjustments were made which helped improve, however, the issue did not resolve. The recipient continues to wear the device. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments resolved the recipient's facial nerve stimulation issue and improved device performance. The recipient is using the device. The recipient will not be explanted at this time. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.